Event description:
It was reported a patient experienced a break in aseptic technique further described as a touch contamination made by the patient during peritoneal dialysis (pd) therapy using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for 3 days for the event. The patient was treated for peritonitis with unspecified antibiotics. The patient will be retrained at the next office visit with the pd nurse. The patient is recovering and still continuing with pd therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.